Event description:
Vent read expiratory cassette replaced (pre-use check needed). Expiratory cassette was replaced, pre-use check done, and vent read expiratory cassette error. Vent pulled off patient.